Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm during peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected from the device and upon returning, the patient reconnected and discovered the alarm. A technical service representative assisted the patient in clearing the alarm. The patient would complete therapy by starting over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An improper disconnection and reconnection to the homechoice cassette is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.